Manufacturer narrative:
Manufacturer's analysis indicated that the analyzer's patient connector was broken. The analyzer was to be sent for repair.

Event description:
The analyzer was returned for restock and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.